Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Primary finding: distal conductor distorted. The analyst noted that the helix was received fully retracted and the distal conductor in the connector was over expanded and collapsed from over retraction. Blood was present in/on the helix mechanism and there was deformation/fracture in 5 cm prox. Section of the inner coil with extension problems noted. The lead exhibited apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited high thresholds and low r-waves prior to being extracted and replaced. No patient complications have been reported as a result of this event.